Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. During examination, episodes of right ventricular lead noise were observed during aborted shock therapies. The physician suspected that the noise was indicative of a lead failure with characteristics of possible microfracture or insulation breach. As the lead could not be explanted, the exact problem was not confirmed. On (B)(6) 2021, the lead was capped and replaced successfully. The patient was in stable condition.